Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018. A labeled winding former with an un-dispensed suture was returned. The needle was not sent for evaluation. During the visual inspection of the sample, the suture was removed from the winding former without problem and the insertion end was measured and did not meet the requirement. Per the sample condition, the assignable cause of the performance pull off suture needle is a short insertion. This defect is caused because the insertion of the suture in the needle was insufficient from keep the needle/suture union during transportation or use.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that an animal underwent a surgical procedure on (B)(6) 2018 and suture as used. During the procedure, the needle separated from the suture. There were no adverse consequences to the animal. No additional information was provided.